Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a battery site infection and flushed incision. Symptom was redness. The physician confirmed that the infection was not device related. The patient was prescribed oral antibiotics. The patient was reportedly doing fine.